Event description:
User experienced a questionable ckmb result for one pt sample and a questionable troponin t result for a second pt sample. Pt 1: initial ckmb 20.41 ng/ml, repeat results 2.24 ng/ml and 2.28 ng/ml. Pt 2: initial troponin t 0.039 ng/ml, repeat results <0.010 ng/ml and <0.010 ng/ml. On pt 1, the initial ckmb was not reported. On pt 2, the initial troponin t result was reported. User states that he has no knowledge that the pt was treated based on results that were reported and have no knowledge that pt was adversely affected. The field service rep determined the cause to be a damaged measuring cell and the sipper probe needed adjustment. The measuring cell and sipper flow path tubing were replaced and the sipper probe was aligned. Performance tests were performed.